Event description:
It was reported the unit emitted sparks. Visual examination and electrical testing of the unit revealed no defect or evidence of excessive levels of heat. The unit performed within expected tolerances. We were unable to detect any defect in the performance of the unit.